Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 400 mg/dl. The other relevant blood glucose level was 140 mg/dl. The customer treated with insulin pump. The customer also stated that the part of the cannula is still in his body. The insulin pump will not be returned for analysis.